Event description:
It was reported that patient experienced infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number;reporting site: 8021545;manufacturing site: 3003442380.